Event description:
The customer contact reported the device ground plug was damaged. The device was returned to the biomedical department with a note that indicated, damaged ground plug. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device ground plug was bent. No additional information was provided.

Manufacturer narrative:
The device ac power cord was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.